Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via right femoral artery. The 100% complete total occlusion target lesion was located in the moderately tortuous and severely calcified right coronary artery. After predilating the lesion with a 2.0mm unspecified balloon catheter, the physician performed intravascular ultrasound to diagnose the target lesion. A 2.25x12mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The physician removed the stent delivery system to predilate the lesion again with a 2.5mm unspecified balloon catheter. On removal of the stent delivery system the physician found that the distal tip of the stent was lifted. The stent was retrieved intact and the procedure was completed with another of the same device. No patient complication were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found the distal end of the midshaft bond was kinked (100mm distal to the exit port). The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was obtained via right femoral artery. The 100% complete total occlusion target lesion was located in the moderately tortuous and severely calcified right coronary artery. After predilating the lesion with a 2.0mm unspecified balloon catheter, the physician performed intravascular ultrasound to diagnose the target lesion. A 2.25x12mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The physician removed the stent delivery system to predilate the lesion again with a 2.5mm unspecified balloon catheter. On removal of the stent delivery system the physician found that the distal tip of the stent was lifted. The stent was retrieved intact and the procedure was completed with another of the same device. No patient complication were reported and the patient's status was good.